Event description:
Event description cpi received information that these two myocardial sutureless leads (0030) were removed from service due to inappropriate shocks. Another cpi lead (0125) was implanted.